Event description:
It was reported that the patient experienced pain down their arms, hips and legs. The cause of the event was unknown to the health care provider. Medical imaging was used and the lead appeared normal. The device was explanted and the patient's pain went away. It was noted that there was no injury to the patient. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Programmer: model 3037 serial# (B)(4), lead model 3889-33, lot# v132935, implanted: (B)(6) 2008, explanted: unk. (B)(4).